Event description:
It was reported that: while the devicee was ventilating a patient, it was observed to post an audible alarm and visual message, airway pressure high and an error code. The device was then noted to reboot continuously. The patient was manually ventilated and transferred to another device. No patient injury.